Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged approximately one hour post implant. Surgical intervention was performed and the lead was explanted and replaced with an active fixation lead. No additional adverse patient effects were reported.